Event description:
During a tonsillectomy, a patient had sustained a burn to the corner of their mouth.

Manufacturer narrative:
The patient had to receive medical intervention in the form of polysporin. Typically, injuries of this nature stem from accessories as the generator simply supplies energy. Please note, the customer had stated, "the burn appeared to come from the post on the insulated tip, then the entire handpiece was changed." Originally, conmed did not deem this to be reportable as there is no clear indication that conmed's generator had failed to perform as intended. After conmed's routine f.d.a. Inspection, conmed has altered the way events are categorized as being reportable. As the patient received medical intervention, conmed would like to inform the f.d.a. Of this patient injury.